Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 389.7 mcg/day via an implantable pump for spinal pain. It was reported that an empty reservoir occurred on (B)(6) 2017. The patient had relocated to georgia and was currently in-patient at a hospital in atlanta, so it was unknown if the patient had a follow-up doctor in (B)(6). The patient went through withdrawal and was somewhat stable now with either oral and intravenous medications. It was unknown when the withdrawal issues occurred. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The pump was set to minimum rate on 2017 (B)(6) to reduce wear on the internals. To the rep's knowledge, a pump refill had not occurred. The cause of the empty reservoir was not determined and the empty reservoir had not been resolved. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The patient was going to have a pump refill on 2017 (B)(6). The patient did not have an official follow-up physician as of yet. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 19-jan-2018 from a healthcare professional (hcp) who reported that the pump was alarming. The hcp did not have a physician programmer available but stated that the patient did not currently have a pump managing physician to fill up their pump due to insurance reasons. The patient now had insurance, so they were looking to have the patient contact an hcp that could manage and fill their pump. The patient did not have any symptoms at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that as of (B)(6)2018 the pump was still empty. The cause of the alarm in (B)(6) of 2018 was unknown. No further complications were anticipated/reported.